Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic/ phrenic nerve stimulation, post implant. The left ventricular lead was reprogrammed from the bipolar configuration to unipolar.